Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available.

Event description:
This is report 2 of 4 for the same event. It was reported by the sales rep via phone that during a meniscal repair procedure, it was observed that four of the customer's truespan peek 12 degrees failed in the case. The first truespan, the first implant misfired, the suture was cut and the implant was left in unused. The second truespan, the suture seemed to be on the wrong side of the ridge and did not stitch properly causing both implants to pull out. When using a third and fourth truespan, the second implants would not deploy on both devices, the sutures were cut leaving the first implants in unused. The procedure was completed with another truespan from a different lot number. There was no patient harm but there was a seven minute surgical delay to the case. The devices were discarded by the customer. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Hence, this complaint cannot be confirmed. The information provided is not sufficient to determine a definitive root cause for the reported failure without the physical evaluation of the device. Furthermore, a manufacturing record evaluation was performed for the finished device [4l01899] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date s unknown.